Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 499 mg/dl while wearing the pod between 24 and 36 hours. The patient received a pod expired hazard alarm. Once at the hospital the patients pod was removed. The patient was released the following day. The patient was able to apply a new pod after this event. The pod will not be returned as it has been disposed.